Manufacturer narrative:
Root cause was identified as a cold solder on the hall sensor assembly. The red wire pulled out when tugged on. Minimal solder present. Unit reported that pads were not detected when connected. Despite the AED inability to detect pads being connected, it did successfully analyze the qed waveforms and shock the vfib waveform while accurately not shocking the ecg90 waveform. Unit worked as expected.

Event description:
A customer reported that their AED is prompting "connect pads" when pads were connected. They reported that this did not occur during patient use.

Manufacturer narrative:
Review of the AED log files from AED serial number (B)(6) shows the device identified a potential connection issue with the device pads and warned the user to "connect pads". It was not possible to determine the root cause of the pad's connection via the device AED log files alone. The device has been requested to be returned so that it may be evaluated and tested, however to date, the device has not been returned. Should additional information become available a follow-up MDR will be submitted.